Event description:
It was reported that during a lap cholecystecomy procedure, the clips would not close correctly and the clips fell out of the instrument. No further info is available. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.